Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Per customer when she removed the needle from the patient's thigh, the needle detached and remained in the patient's thigh. She removed it from the patient's thigh and put it on the plate as seen in the photo below (on the gauze with the blood drops). Additional information provided: 1. Please provide the date of event. 1/17/2025. 2. Please provide the batch# or lot# number. Given number 43279147 doesn¿t found in our record? 4327917. 3. Please wait for three business days and let us know once you received the shipping label and the sample has been shipped from your end. 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No physical harm or injury occurred to the patient.

Event description:
No additional information was provided.

Manufacturer narrative:
Fifty samples and one photo were provided to our quality team for investigation. A visual inspection was performed with 30x magnification, and no defects or imperfections were observed. The photo shows a needle assembly assembled to a syringe, and the needle is out of the hub and placed on the side. Based on the investigation and with the photo sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4327917. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.